Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing pre-syncopal symptoms. The ventricular lead exhibited loss of capture. The lead was explanted and replaced. The physician noted during explant of the lead that it was fractured in the suture sleeve/subclavian area.